Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 400mg/dl and a no delivery alarm. The customer indicated the alarm was resolved by a complete set change. Customer indicated that they have been using new insulin and this may have led to the high blood glucose. Troubleshooting found that the customer treated with a syringe. It was also found that the drive support cap appeared normal. Customer declined to check for leaks, air bubbles or to check their settings. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation.